Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the craniotome neuro-tip bent/damaged, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the neuro-tip bent of the craniotome device was bent/damaged. It was further determined that the device failed pretest for visual assessment. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.